Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the mildly tortuous and non-calcified common femoral vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured and was torn, causing difficulty upon withdrawal of the device from the patient's body. While removing the device, the balloon material separated in half and the portion of the catheter was separated. The physician was able to remove the separated portion of the catheter. The remaining portion inside the body could not be retrieved back to the sheath, so patient was transported to operating room for surgical removal of the fragment. No further patient complications were reported and the patient was stable the entire case.